Event description:
A customer reported that a pt's sample containing anti-d and anti-c did not react with cell 4 (d+c-) of 0.8% resolve panel a lot 8ra202. A second pt with anti-e did not react with cell 6 of lot 8ra202. All other c, d, and e positive cells reacted as expected. No death or serious injury is associated with this event.